Event description:
Report received from the USA stating that the tip was broken. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).